Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
The patient reported a loss or change in therapy. The patient had spoken to a manufacturer representative (rep) regarding her stimulation. She was experiencing a return of symptoms and had been instructed by the rep to put the settings at 0.0 volts and increase until she felt stimulation. The patient was on program 2 at 2.40 volts and was not sure if she was feeling any stimulation. She increased it to 2.60 volts and still did not feel stimulation. It was noted that she did see the lightning bolt and stimulation was on. Stimulation was changed to program 1 at 4.10 volts and stimulation was pretty strong. It was reviewed that it could be turned down, the patient slowly increased to 2.80 volts, and she could feel stimulation. Additional information received from the rep reported that the patient had stimulation turned up too high. She was doing well as of (B)(6) 2015. The consumer further reported that the patient was going to see their health care provider (hcp) on (B)(6) 2015 because it was still not working. Relevant medical history included urinary dysfunction/sacral nerve stimulation. Additional information received from the manufacturer representative reported that the patient had their entire system replaced on (B)(6) 2016 due to a lack of efficacy. The patient was doing well initially, but over time the patient had increased their amplitude high. When the health care provider (hcp) explanted the old lead, electrodes 0 and 1 stripped off from the lead. The lead itself appeared intact as the plastic covering was intact. The manufacturer representative would be sending in the lead for analysis.

Manufacturer narrative:
Analysis of the tined lead ((B)(4)) found that the lead body conductor was broken at or near the tines due to overstress/damage. Conductors #2 <(>&<)> 3 were broken at the electrode weld site. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.